Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Other relevant device(s) are: product ID: 9731203, serial/lot #: unk; product ID: 9660651, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial shunt placement procedure, instruments could not be tracked by the navigation system. It was reported that the electromagnetic interface box had a red 7 message and that all instrument ports were green. Additionally, it was reported that the emitter could be heard operating. Different ports with different instruments were tested without resolution. Additionally, the navigation system was rebooted and a second patient tracker was used without resolution. The emitter details displayed there was a poor signal but no metal interference was noted. The site opted to discontinue with the procedure due to the reported issue. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. While troubleshooting the reported issue, a dynamic reference frame (drf) and instrument tracker were plugged into the interface box, but the instruments could not be recognized or tracked in verification as their status returned in "red" on the navigation system.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the emitter for the navigation system and the electromagnetic interface box were replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The electromagnetic interface box was returned to the manufacturer for analysis. The box was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The emitter was returned to the manufacturer for evaluation. Testing found that the generator had a weak signal on all eight ports and the eminterface showed a navigation error on one coil. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was confirmed that an incision was not made prior to the site opting to discontinue with the procedure.